Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 250 mg/dl. The customer stated that they were laying on the insulin pump. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.